Event description:
Parent of patient contacted dexcom to report intermittent out of range.

Manufacturer narrative:
(B)(4). The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specification. Additionally, the receiver (part # str-gl-blu/sm24565905) that was being used with the complaint device was also evaluated on 03/08/2013. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. Evaluation of the returned device and review of data log confirmed the reported intermittent "y" icon.